Event description:
A review of the events indicated that three (3) patient samples tested on the neo iris, automated blood bank system produced inaccurate results. A review indicated that one (1) patient sample test using the neo iris automated blood bank system produced one (1) false negative result for the anti-e antibody. Two (2) instrument malfunctions produced inaccurate aborh results using the abo forward typing assay based on a historical result for the patient; inaccurately typing anti-a. Subsequent testing of reagent retention lots, reviews of design history records and reagent antigen validation testing of the initial bulk product used for commercial vialing showed acceptable results. Through post event tests and investigations, no specific causes were determined for the malfunctions.